Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was swimming in a pool and experienced a pre-syncopal episode due to pacing inhibition of the implantable cardioverter defibrillator (ICD). The ICD triggered a right ventricular lead integrity alert due to high rate non-sustained episodes and sensing integrity counters (sic). The ICD remains in use. No further patient complications have been reported as a result of this event.